Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level of 511 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections as she is not comfortable with the pumps. Customer's blood glucose value was 511 mg/dl at last night and this morning blood glucose value was 130 mg/dl. The customer reported that paradigm pump got an add sound and the motor was sounding strange and the motor failure. The customer mother reported that there daughter does not want to wear the pump because it is making a loud. The customer was assisted with troubleshoot for motor error alarm. Customer reports the drive support cap appears normal (slightly indented). The customer was assisted in clearing alarm and performing pump rewind and was able to complete pump rewind. It was also reported that the customer had no delivery alarms. Customer was advised to replace and to revert to back up per healthcare professional's recommendation. The product was returned for analysis

Manufacturer narrative:
The insulin pump was received with (B)(6) alkaline battery installed. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. Unit primed properly. No prime anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test.the motor functioned properly during testing. No unexpected no delivery alarm or unexpected motor noise noted during testing. The motor was tested outside of the unit and passed. No drive/motor anomaly noted. Unit had cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.